Manufacturer narrative:
Concomitant: product ID 97754, serial# (B)(4), product type recharger. Product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient, product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Event description:
The manufacturer representative reported a potential flipped battery however it was later confirmed via x-ray that the device had not flipped. The patient had issues with charging; poor coupling resulting in less than 4 coupling bars. Repositioning the antenna and an antenna locate did not resolve the issue however the manufacturer representative was able to communicate using the clinician programmer. The manufacturer representative noted the implantable neurostimulator (ins) was superficial and they should have been able to get 8 coupling boxes but could not. The patient had some weight loss and they were able to move the ins in the pocket and it was loose. On 2015-(B)(6), the patient was able to fully charge the device while sleeping with the recharge attached. The patient also fell and their pocket site was sore but there were no changes in therapy or recharging since the fall. Lastly, it was found that an animal had chewed the antenna cord. After replacing it the system was working fine. Indications for use are as follows: 033 non-malignant pain.